Event description:
Soon after turning on bair hugger, an explosion and flame occurred from unit. Bair hugger immediately removed. Patient assessed. No harm to patient. Problem was found to be the power cord/plug. Wires had become dislodged.